Event description:
Needle left in the abdomen [medical device complication]. Case description: this spantenous case reported by a consumer, received from another country reported as "needle left in the abdomen," concerns a female patient treated with novofine 31g from an unknown date due to diabetes mellitus. No medical history included but the patient uses mixtard 30 novolet (dual-acting human insulin) for her diabetes melltius. On an unknown date a needle broke of and part of it was left in her abdomen. In 2007, the needle was removed in the hospital and she stayed there until for seven days. The patient uses 7 needles for one package insulin, since she needs the insulin just every 3rd day. Reporter's causality: unk. Novo nordisk's causality: reportable.

Manufacturer narrative:
Reporter's alternattive etiology: not reported.